Event description:
It was reported that during preparation for a stenting treatment procedure, a partial deployment of stent occurred. When they pulled out the 5x40x1350 sentinol biliary stent from the box to prepare it, the stent was already partially deployed. The procedure was completed with an unspecified competitive stent. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the toughy was closed. The stent was not received on the sds. The shaft was kinked 3.5cm and 19cm from the exterior hub. The inner shaft was protruding 6mm from the exterior sheath which is consistent with partial stent deployment. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, a partial deployment of stent occurred. When they pulled out the 5x40x1350 sentinol biliary stent from the box to prepare it, the stent was already partially deployed. The procedure was completed with an unspecified competitive stent. No patient complications were reported and the patient status is fine.